Event description:
Note: this report pertains to one of two rotatable medium oval medium snare used in the same procedure. Manufacturer report # 3005099803-2014-03357 addresses the first device, while manufacturer report # 3005099803-2014-03358 references the second device. It was reported to boston scientific corporation that two rotatable medium oval snares were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the two rotatable snares failed to extend. The physician reported that something was broken within the devices but they were unsure what. A third rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event: wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two rotatable medium oval medium snare used in the same procedure. Manufacturer report # 3005099803-2014-03357 addresses the first device, while manufacturer report # 3005099803-2014-03358 references the second device. It was reported to boston scientific corporation that two rotatable medium oval snares were used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the two rotatable snares failed to extend. The physician reported that something was broken within the devices but they were unsure what. A third rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and catheter was slightly kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the wire was found intact, instead the flare was detached which prevented the snare from being actuated. Additionally, the catheter is slightly kinked. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.